Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for proximal femoral fracture on femur with tfna. In the surgery, the bone quality was poor, and when inserting the guide pin into the femoral head, it moved with some wobble. The fracture type was interpreted as a frontal plane shear fracture, and the fracture line posterior to the neck appeared to extend partially below the femoral head, but the surgeon decided to use cement. Although the cement in question was carefully filled, due to the location of the fracture site and the collapse of the cancellous bone, some of the cement flowed towards the fracture site and leaked out from the fracture site. Since the leakage was not onto the articular surface of the femoral head, the surgeon decided to proceed with the procedure without removal and the procedure was completed. The surgery was completed successfully with no surgical delay. No further information is available.